Event description:
It was initially reported that the patient was referred to cardiology after going to the emergency room due to sinus bradycardia. The reporter believed that the device may be causing the problem. Diagnostic results from the time of the event were not available. No additional information is available at this time.